Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, and cracked lcd window. (B)(4).

Event description:
It as reported that the insulin pump had a crack. The customer's blood glucose was 173 mg/dl. The discontinuation of the device was advised. Nothing further was reported.